Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient hadn¿t charged their implantable neurostimulator (ins) in over a year because they never got pain relief from the device. The patient was now unable to charge the ins, as it was in an overdischarged state. The manufacturer representative reported that when the patient was using the device, it was taking longer to charge than expected. No environmental or external factors were reported that may have led or contributed to the issue. A physician mode reset (pmr) was attempted on the date of this report. It was noted that the issue was not resolved. No further complications were reported or anticipated. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that physician mode recharge (pmr) was performed on the patient's device on (B)(4) 2018. The patient was unwilling to charge the device for long enough to perform a power on reset (por). The patient declined rescheduling to complete the por on a later date. The cause of the patient's difficulty charging was not determined. The overdischarge and difficulty charging has not been resolved and the patient declined any further assistance with charging. This information has been confirmed with the account. No further information was reported.